Manufacturer narrative:
Continuation of d10: product ID a820 lot#, product type software product ID hh9020tdd, lot#, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. It was reported that the patient was requesting her ID card. Patient also reported trying to connect to the pump to bolus and the handset lags at 90% for a long time. Agent reviewed data and assisted patient in deleting data. Patient was able to connect to the pump to bolus with no lag. Patient mentioned the pump moves around about 1 inch or so to the left of the right depending on where she was standing. Patient reported seeing service code 338 and 156. Agent reviewed. Patient was calling to see what they were doing wrong to have all these issues.